Event description:
It was reported that the customer had a possible site or occlusion. Customer had a software error alarm and stated that the alarm did not occur while trying to change the settings on the pump using paradigm pal software. Customer stated that the alarm did not occur right after a battery change or during priming. Customer also received multiple no delivery alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.